Event description:
One endeavor sprint drug-eluting stent was implanted in the mid rca. It is reported that patient was hospitalized on 56 days later due to acute coronary syndrome. An acute non-stemi is reported to have occurred. After being in the hospital for seven days, an angiography showed in-stent thrombosis. Thrombosis is reported to have occurred in the mid rca. Diameter of stenosis was reported to be >70%. A ptca revascularization (balloon only) of the mid rca is reported to have taken place, due to restenosis after previous ptca. Investigator has indicated that event was related to study stent.

Manufacturer narrative:
Evaluation: results: (myocardium infarction, thrombosis).